Event description:
The complaint was reported as: the user facility/provider successfully inserted the feeding tube in the (B)(6) pediatric patient. The provider inserted the device with weighted flexible tip for the purpose of delivering oral medications directly into the jejunum. It was noted three days after insertion that the stylet had not been removed. An x-ray verified the tube tip was in the stomach. No patient harm/ injury reported.

Manufacturer narrative:
The device sample was not available for evaluation. A device history record (DHR) could not be conducted since the lot number was not available. A complaint history record review was conducted on reported catalog number and product family from (B)(4) 2011 to (B)(4) 2012. No other complaints were reported for this specific issue. A root cause could not be established due to lack of the sample. The current IFU (instructions for use) states multiple times that confirmation of the tube tip location must be made prior to removal of the stylet. Also, the IFU provides methods for verification of location of the tube tip.